Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that the device was used during a spinal fusion. The device jammed and was not proximating the tissue properly. Another device was used to complete the case. There was no adverse consequence to the patient.